Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) and/or patient factors not provided likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: schoechlin, s., jalil, f., blum, t., ruile, p., hein, m., nührenberg, t., arentz, t., neumann, f-j. Need for pacemaker implantation in patients with normal qrs duration immediately after transcatheter aortic valve implantation, ep europace, volume 21, issue 12, december 2019, pages 1851¿1856, https://doi.org/10.1093/europace/euz261. Https://academic.oup.com/europace/article-abstract/21/12/1851/5580342?redirectedfrom=fulltext. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10057.

Event description:
As reported by our affiliate in (B)(6) and through an article: "need for pacemaker implantation in patients with normal qrs duration immediately after transcatheter aortic valve implantation", a retrospective analysis was performed on 1139 consecutive patients who underwent transfemoral tavi between june 2008 and january 2016; 384 patients had a sapien xt valve and 460 patients had a sapien 3 valve implanted. After the surveillance period of 48 hours, when the temporary pacemaker was removed, an asystole of 18s occurred in one patient who had received a sapien 3 valve. This prompted a permanent pacemaker implant (ppi) on day 3 after the tavi.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected information: section b3: date of event.